Event description:
It was reported that during use, the device exhibited an error message, the screen was flashing, and the device would not read any of the syringes. The event was not related to physical damage or abuse and the unit was not dropped. There was delay in therapy and no patient harm reported.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.